Event description:
A surgeon reported a pt with a postoperative surprise and blurry vision following intraocular lens (iol) implant surgery. In a follow-up, the blurry vision was reported to have resolved "with prescription" (type of prescription was not reported).

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l information was requested on 07/28/2009, 07/30/2009, and 08/11/2009 by phone, fax, and mail. A completed questionaire was received on 08/19/2009. This report was mailed to FDA on: 08/26/2009.